Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons regular absorbency (fluid lock) three tampons total, as directed, vaginally to absorb menstrual blood (lot number 0823m8851, expiration date unspecified). After an unspecified duration, while removing the tampon she noticed a bit of resistance initially and then the whole string came off loose. She noticed that there was no string at all left on the actual tampon itself on the outside. She stated that she had the same experience with two other tampons of the same lot. The consumer was able to remove all tampons herself. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 30-oct-2013 for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This is a follow up submission for the third product in this case. The manufacturer report number for this submission is 8022269-2013-00083. The manufacturer report number for the first product in this case is 8022269-2013-00074 and manufacturer report number for the second product in this case is 8022269-2013-00075. This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons regular absorbency (fluid lock) three tampons total, as directed, vaginally to absorb menstrual blood (lot number 0823m8851, expiration date unspecified). After an unspecified duration, while removing the tampon she noticed a bit of resistance initially and then the whole string came off loose. She noticed that there was no string at all left on the actual tampon itself on the outside. She stated that she had the same experience with two other tampons of the same lot. The consumer was able to remove all tampons herself. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 03-oct-2013. The consumer provided a lot number with the complaint. No returned sample was received for evaluation as of 01-oct-2013. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. Visual inspection of the retain sample revealed no anomalies related to this complaint. Complaint trends would be continued to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This is an initial submission for the third product in this case. The manufacturer report number for this submission is 8022269-2013-00083. The manufacturer report number for the first product in this case is 8022269-2013-00074 and manufacturer report number for the second product in this case is 8022269-2013-00075. This closes out this report unless additional follow up information is received.